Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console intermittently popped the vent valve and powered off multiple times during the case. There were no reported patient complications.